Event description:
Hcp reported the device stopped working after patient went through a theft detector one time. The device was replaced and the pateint recovered without sequela. The device was explanted but not returned to the manufacturer for analysis.